Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator alarmed for high o2 concentration during patient treatment. There was no patient harm. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Our fse (field service engineer) was on site. The fse exchanged both air and o2 gas modules to solve the reported issue. No parts or device logs were returned for investigation. Therefore, the root cause of the reported issue cannot be established. (B)(4). (B)(6).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The ventilator was investigated on site by our field service engineer (fse) and the o2 gas module and the air gas module were replaced and returned for investigation. The reported alarm for high o2-concentration was not reproduced during test of the returned o2 gas module and air gas module in a ventilator. No alarms were generated during ventilation, nor any deviation during tests in the production test system. No device log files have been received. The cause of the reported event has not been established during our investigation.

Event description:
(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The ventilator was investigated on site by our field service engineer (fse) and the o2 gas module and the air gas module were replaced and returned for investigation. The reported alarm for high o2-concentration was not reproduced during test of the returned o2 gas module and air gas module in a ventilator. No alarms were generated during ventilation, nor any deviation during tests in the production test system. No device log files have been received. The cause of the reported event has not been established during our investigation.